Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the detached acoustic lens is traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the identity of the foreign material in the nozzle and the air/water cylinders could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, a detached acoustic lens, and foreign material in the nozzle and air/water cylinders were found. There was no patient involvement.